Event description:
It was reported that the implanted pace/sense lead had an impedance of greater than 2000 ohms and that the pacing thresholds had climbed to 5 volts. It was also reported that the implanted defibrillator had a long charge time of 16 seconds. Both devices remain implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.